Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (casing/condition issue) issue. It was reported that the pump was worn. There was no allegation of an adverse event with this complaint. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing issue.